Event description:
Unexpected perioperative mortality (B)(6) female underwent elective excision lip hemangioma. Asaii at initiation of procedure co2 laser applied 5-10 seconds. Immediate subcutaneous emphysema noted - procedure discontinued immediately. Pt vital signs deteriorated - cardiac arrest - despite aggressive resusitation pt expired. Coroner's case.